Event description:
It was reported that during the lavh procedure, the curved blade was used to separate the cervix from the vaginal cuff. A metal probe device (rumi) was inserted trans-vaginally to identify the fomix, and the curved blade was used for dissection. Toward the end of the procedure the generator noted an instrument error code. During cleaning the tip of the blade broke off. It was indicated by hospital staff that the blade may have contacted the rumi metal probe while activated. No patient consequence.